Event description:
It was reported that patient underwent an mcl procedure utilizing maxbraid needles. During the procedure, the tip of the maxbraid broke. The surgeon removed the tip and finished the procedure using another maxbraid needle. This caused a delay greater than 30 minutes.

Manufacturer narrative:
Evaluation of returned device found evidence that fracture occurred due to excessive force. Review of device history records show that lot released with no recorded anomaly or deviation. There are warnings in the package insert that state that this type of event can occur: under warnings, number 8 states, "do not use excessive force when inserting suture anchors. Excessive force (e.g. Long hard hammer blows) may cause fracture or bending of the device. Prior to insertion of the implant, predrill, awl, or tap."

Manufacturer narrative:
Evaluation in process but not yet complete. Upon completion of evaluation, a follow up report will be sent to the FDA.